Manufacturer narrative:
(B)(4) date sent 10/29/2025 b3: only event year known: 2025 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the date of implant? (B)(6) 2025 what is the product code for this complaint? Lxmc15 what is the device lot number? 29370 was the device initially effective in controlling reflux? According to nurse, patient has been experiencing issues from the very beginning. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes is the patient suffering from any symptoms? Inability to swallow food, weight loss, and having to sleep in an upright position. Was the device initially effective in controlling reflux? Linx helped, but after food constantly felt like it was stuck and would regurgitate (comment from (B)(6), dr. (B)(6) nurse). Did the patient have any other surgeries in the area? No when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Carrie, dr. Serck¿s nurse couldn¿t answer this at this time. Did the patient have previous disorders? No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the explant take place on (B)(6) 2025? Was the device found in the correct position/geometry at the time of removal? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Was mesh used at time of implant? Have the symptoms resolved since the device was explanted? Will the device be returning for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx removal is scheduled for wednesday, the 22nd of october. The reason for the procedure was not specified.

Manufacturer narrative:
(B)(4) date sent: 11/6/2025 corrected data d4: UDI#. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device lot number 29370, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the explant take place on (B)(6) 2025? Yes was the device found in the correct position/geometry at the time of removal? Yes did the patient have an autoimmune disease? According to dr. Serck, no. Is the patient currently taking steroids / immunosuppressive drugs? Unknown were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Unknown does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. According to dr. Serck, the patient didn't have metal allergies. Was mesh used at time of implant? Unknown have the symptoms resolved since the device was explanted? As of last week, the patient was able to start swallowing food again. Will the device be returning for analysis? Yes

Manufacturer narrative:
(B)(4). Date sent: 11/7/2025. Investigation summary. A 15 beads linx device was returned in used condition. The device was returned in an unlocked position, in addition an attempt to locked was successfully made. A cut wire, bent wires and tooling marks were noted in some beads. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device lot number 29370, and no non-conformances were identified.